Event description:
Reporter called to report on behalf of her husband who experienced a product issue with his straumann dental implant. Reporter stated on (B)(6) 2022, the crown snapped off and on (B)(6) 2022, the dentist confirmed the abutment screw had fractured. Reporter stated on (B)(6) 2022, the remaining portion of the screw was removed by the dentist and had to be completely replaced. Reporter stated that her husband was unable to eat after the screw fractured. Reporter stated she has pictures if wanted. Reporter stated the dentist had said dental implant failures were rare and feels the dentist didn't follow up as if it were a medical device.